Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the patient presented with crown and abutment in hand. There was no report of patient injury. D11: certain® gingihue® post 3.4mm(d) x 3.8mm(p) x 2mm(h) item #: imap32g lot #: unknown. G4:16 may 2019. G7: follow up. H1: malfunction. H2: additional information. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was not returned for evaluation. The reported condition of the patient presenting with the crown and abutment in hand could not be confirmed as the reported event indicates that the reported screw fractured. A device history record (DHR) review could not be performed, as the lot of the reported device is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was conducted for the reported device. The complaint history review revealed that there are no existing non conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient presented with crown and abutment in hand. There was no report of patient injury.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted to report investigation results. Screw not returned.

Event description:
It was reported that the patient presented with crown and abutment in hand. There was no report of patient injury.